Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: the pt required a surgical procedure to remove the device. The pt allegedly experienced pain and erosion of the device.